Event description:
Overinfusion dilaudid was reported, likely from selecting wrong syringe concentration. Three dilaudid concentrations available in their dataset: standard (0.2 mg/ml), high (1 mg/ml), and max (2 mg/ml). Physician ordered continuous rate of 0.3 mg/hr, bolus (demand) dose of 0.3 mg, lockout interval of 5 minutes, no four hour limit. Pharmacist requested log review to find out which concentration the user selected; pharmacy was alerted that there may have been an infusion inaccuracy because the user had taken a 2 mg/ml syringe from the dispensing cabinet but the pt was getting standard dosing and it would be expected that the nurse would use the 0.2 mg/ml concentration syringe. Pt had low oxygen sats and tachycardia, received narcan for over sedation and fully recovered. Pharmacist verified that 2 mg/ml dilaudid syringe was installed in device when it was sent to pharmacy. The device log was reviewed for the time period in question; key presses from the log were replicated on the devices in order to provide the log summary. The log indicates that the module was programmed in the med/surg profile; hydromorphone was selected from the drug library which has standard (6mg/30ml), high dose (30 mg/30ml), and max concentration (60mg/30ml) in the sub-menu. The user chose the standard (6mg/30ml) selection and programmed pca + continuous mode, pca dose= 0.3 mg, lockout int=5 min, cont. Dose = 0.3 mg/h (1.5 ml/hr). After delivering approx 10.6 mls by way of the continuous mode (no pt doses demanded), the module was accessed and paused; one minute later, hydromorphone was again selected but this time the max concentration (60 mg/30ml) was chosen. The user then restored the previous parameters and the infusion was restarted. This infusion then ran for an additional 4 minutes following which the channel was turned off.

Manufacturer narrative:
Conclusion: events found in the log confirmed that the user initially selected the standard concentration. This resulted in a 10x overinfusion in light of the report that the user actually loaded a syringe containing 60 mg/30 ml. The log indicates that approx 10.6 mls were delivered from the syringe, in continuous mode, before the infusion was stopped and the drug selection changed to the max concentration selection. Pt info requested and all available info is included.